Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. On (B)(6) 2011, the patient began to experience bloating, recurrent pain on the left side at the top of the abdomen under the ribcage, and lower back pain. The patient was examined by the surgeon on (B)(6) 2011 and was prescribed cipro and flagyl. The patient stated she was still having the same issues and had a follow up appointment scheduled with the physician later in the day.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.